Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure of the implantable pulse generator (ipg) due to frequent charging. The patient is doing well post operatively and the device will not be returned due to hospital policy.